Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 25-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one sample for investigation. The returned sample was investigated, and it was concluded that holder separation had occurred, but no cracked components were identified. Additionally, ten retained samples were functionally tested, each used to draw six tubes. No cracked product, loose hub, or holder separation was observed in the retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated from the cracked holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated from the cracked holder. No adverse impact was reported regarding the patient or user.